Event description:
It was reported that urine leaked from the meatus on the day of use.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter with connected sample port connector and inlet tube portion. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution began to leak out of both drainage eyelets. The balloon was subsequently dissected to find the inflation notch perforated both lumens. This was out of specification, which stated, "double perforation on notch and eyes is not allowed." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿punch depth too large.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve are mat be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the meatus on the day of use.